Event description:
The subject device was used during a laparoscopic cholecystectomy. The probe of the device was broken. The probe tip was retrieved. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to an olympus for evaluation. The evaluation confirmed that the probe broke off at 17 mm from the distal end. There were not any scratches around the broken point. The shape of the fracture surface showed that the crack developed from the broken point of the probe as the starting point, and the coarse part was observed in the fracture surface. There was a scratch on the distal end of the probe. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe broke due to the crack of the probe. As the cause of the crack on the probe, it is possible that the physician activated the ultrasound output applying only the probe tip to the tissue with strong force or pushing the probe to the hard tissue or twisting the device while grasping the tissue. Improper handling of the subject device cannot be ruled out as a contributory factory to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.